Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The result at 11:21 am was 2.3 inr. The result at 11:31 am was 1.0 inr. The customer was unable to say which result was believed to be correct or which result was reported to a health care professional. The customer was not adversely affected. The customer was not suffering from an autoimmune disease and had no renal or liver insufficiency. The customer was not anemic or polycythemic. The customer was not on heparin, lovenox, or thromin inhibitors, and had no antiphospholipid antibodies. The therapeutic range was 2-3 inr. The customer was unsure if they had used a different finger for the second sample. The meter and strips were requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
A specific root cause could not be identified as no product was returned. No information was provided in the complaint case that would point to a cause for the result discrepancy. The retention testing was actually performed with strip lot 124157, not 124167 as previously reported.

Manufacturer narrative:
Relevant retention test strips (lot 124167) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and the retention samples were acceptable.